Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent cancellation remain unknown.

Event description:
Related manufacturing ref: (B)(4). During a typical atrial flutter ablation procedure, a communication issue occurred and the procedure was cancelled. During the procedure, the amplifier encountered multiple disconnections, and higher than usual distortion that made it impossible to work in voxel mode. When switched to navx mode to move forward with case, distortion was higher than 3. Only after completely removing the x-ray, the system passed distortion. After that was done and after confirming that everything was connected, the system was unable to collect any magnetic data (no orange dot during the entire case). Check metal and baseline was performed, respiration was performed, prs dots were green, and the tactiflex dot was green. Se field scaling couldn¿t be completed as magnetic data could not be collected, and therefore no force was displayed on the catheter and the procedure was cancelled with no consequences to the patient.

Manufacturer narrative:
**UDI related data quality updates only**

Event description:
FDA request to update device model information and corrected reportable aware date. Follow up report required.

Event description:
This report includes the device UDI information.